Event description:
The customer reported obtaining a non-reproducible troponin I (access accutni+3) result involving the access 2 immunoassay system serial number (B)(4) for one (1) patient. The patient's sample was reanalyzed twice on the same access 2 immunoassay system and imprecise results were generated. The sample was also reanalyzed on an I-stat methodology and a lower result was generated. The initial, elevated access accutni+3 result was not released from the laboratory and there was no reported change or impact to patient care or treatment which occurred in association with the elevated access accutni+3 results. Service was initially requested, but was later cancelled per the customer quality control (qc), calibration, and system check were all performing within assay and instrument specifications at the time of the event. The patient's sample was collected in a lithium heparin tube and was centrifuged for ten (10) minutes at 3700 rpm (revolutions per minute). No issues with sample integrity were reported by the customer.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was not dispatched. All system parameters including: quality control (qc), calibration, system check and a precision run were performing within assay and instrument specifications at the time of the event. There is no indication the access accutni+3 reagent was returned for evaluation. The cause of this event cannot be determined with the information provided. (B)(6).